Manufacturer narrative:
Critical pump error and pump error 40 found in the formatted history file due to a software error. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to critical pump error. The following were noted during visual inspection: scratched case, dog chew marks and keypad overlay peeling. The p-cap does lock properly. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had screen damage. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated the insulin pump had neither bumped nor dropped. The device will be returned for analysis.